Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: plating of the c-cover is peeled off, and adhesive of the bending rubber is chipped due to stress problem or external forces, and control section has corrosion due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a chip on bending rubber adhesive, corrosion on control section, and peeled on plating of the distal end cover. There was no patient involvement.